Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm also time was not moving same as the keypads. Customer's blood glucose value was 100 mg/dl. Customer reports the screen was not completely blank and no alarms occurred during or after the time that the buttons was not responding. Customer stated insulin pump's buttons did not begin to work in less than 5 minutes without battery change. Customer was unable to clear the pump error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm broken force sensor and frozen screen due to critical pump error (open book image) alarm. The motor was tested outside of the device and passed.